Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot (B)(4), ubd: 14-sep-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-apr-30 regarding a patient receiving dilaudid (2.0 mg/ml at 0.6007 mg/day) and bupivacaine (30.0 mg/ml at 9.010 mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient reported increased pain and little pain relief following personal therapy manager activations on (B)(6) 2017. A dye study was performed on (B)(6) 2017 which revealed a catheter dislodgement. The clinical diagnosis was increased lower back/right lower extremity pain. On (B)(6) 2018, the patient reported radicular numbness and burning pain to her extremities. Interventions included reprogramming on (B)(6) 2017 and catheter explant/replacement on (B)(6) 2018. The outcome indicated the event resolved without sequelae on (B)(6) 2018. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The intrathecal/spinal portion of the catheter was noted to be a factor. The programming date from the most recent refill prior to the event was (B)(6) 2017 at 09:52. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the catheter dislodgement was not determined. The patient's baseline weight was noted as (B)(6) lbs.